Event description:
Per the medical safety officer review the device was unable to be inserted; calcification lower limb. Delay in/inability to delivery mcs very likely due to patient's underline anatomy. However, there remains not enough evidence to exclude the impella device used as an associated factor to the outcome of death.

Manufacturer narrative:
B1 selection of adverse event was inadvertently omitted on the initial manufacturer device report number. B2 selections death and date or death were inadvertently omitted on the initial manufacturer device report number. B5 revised to include mso statement and the patient outcome that was inadvertently omitted on the initial manufacturer device report number. H1 type of report was erroneously selected on the initial manufacturer device report number. H6 codes 4582 and 2199 were erroneously entered on the initial manufacturer device report number. New coded added to health effect - clinical code and health effect - impact code.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
It was reported that implantation of an impella cp was attempted but due to calcification of the lower limbs placement of the pump was aborted.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of delivery issue was most likely patient condition since the patient had calcification in the lower limbs was so severe that both insertions were difficult.